Event description:
V-fib was identified on the EKG. The pt was defibrillated. The energy was increased & the charge button pressed. The defib failed to charge & the monitor shut down. The spare battery was inserted the defib charged & the pt was defibrillated 2 more times within seconds.